Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the telescope presents leaks at the lens tip and the image became blurry. It was stated that the procedure was completed successfully and there were no adverse consequences for the patient, user or third. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the returned optics show mechanical damage in the distal area. Furthermore, the distal soldered seam is chemically damaged and leaking. Moisture and foreign particles were able to penetrate the rod lens system due to the leak in the distal soldered seam. The optical shaft is moderately bent mechanically. With reference to the customer's error description "leak at the lens tip-during use", a leak can be confirmed. The leak was caused by a chemically attacked distal soldering seam. This allowed moisture to penetrate unhindered into the imaging rod lens system during use or clinical treatment. The ingress of moisture has a significant impact on the imaging. Furthermore, mechanical damage and a moderately bent shaft were found, which can be traced back to clinical use. The damage found is not due to a manufacturing/production defect but was caused by clinical use or mechanical damage. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on february 17,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).